Event description:
It was reported the patient was hospitalized with recurrent decompensation cordis and treated with diuretics and inotropics. Despite treatment, the patient's condition deteriorated and the patient died ten days after hospital admit due to terminal heart failure. No autopsy was performed. It was later reported that there were no vf(ventricular fibrillation) or vt(ventricular tachycardia) episodes on the date of death and the device therapies were programmed off the day following the patient's death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
It was reported the patient was hospitalized with recurrent decompensation cordis and treated with diuretics and inotropics. Despite treatment, the patient's condition deteriorated and the patient died ten days after hospital admit due to terminal heart failure. No autopsy was performed. It was later reported that there were no vf(ventricular fibrillation) or vt(ventricular tachycardia) episodes on the date of death and the device therapies were programmed off the day following the patient's death.

Event description:
It was reported the patient was hospitalized with recurrent decompensation cordis and treated with diuretics and inotropics. Despite treatment, the patient's condition deteriorated and the patient died ten days after hospital admit due to terminal heart failure. No autopsy was performed. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.